Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 700 mg/dl. The customer was treated with intravenous drip and intravenous insulin shots in the hospital. Customer also reported that cannula was bent. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.